Event description:
It was reported that the user experienced recurring alert 65 to restart the ilet despite multiple restarts, consistent with an audio over/under current malfunction, while using a dexcom g7 and subsequently transitioned to subcutaneous insulin as back-up therapy until a replacement ilet arrived. Symptoms included hyperglycemia with a reported peak blood glucose of 322 mg/dl without ketone testing, medical intervention, or assistance. Outcomes included temporary disruption of device therapy and use of back-up insulin therapy without hospitalization or long-term sequelae. Manufacturer has made several attempts to obtain the device back from the user. At the time of this report, the device has not been received by the manufacturer. As a result, an investigation of the device has not been completed and the cause is undetermined. If the device is received, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.